Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.

Event description:
The event was reported by a customer from USA: "broken power cord. Delay in therapy: unknown need for medical intervention: unknown."